Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to high pacing impedance out-of-range of over 2000 ohms. The reason for this measurement was not known. This ra lead is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned, intact (not severed), with a cracked/torn polyurethane insulation at the distal end approximately 50mm of the terminal boot, consistent with environmental over stress (environmental stress cracking). Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 130mm from terminal pin. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. The analysis concluded that the clinical observation of high pacing impedance out-of-range was likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to high pacing impedance out-of-range of over 2000 ohms. The reason for this measurement was not known. This ra lead was returned for analysis. No additional adverse patient effects were reported.